Manufacturer narrative:
Additional medical information has been requested, but not received. Device was returned and evaluated. Visual inspection found a slight scratch in the middle of the optic and small gouges in the edge. The device history record (DHR) review did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, a root cause could not be determined.

Event description:
Reportedly, six years post implantation the device was explanted due to a dislocation. Complications were listed as vitrectomy and lensectomy. Additional information has been requested but not received.